Manufacturer narrative:
The customer¿s report that the tubing set male luer broke off inside of the connector was confirmed. During visual inspection, it was observed that there was a broken male luer tip piece from a mating component that was lodged inside the female port of the maxplus connector. Inspection under a lab microscope observed signs of stress marks on the surfaces of the broken male luer tip¿s break site functional testing could not be performed due to the breakage of a mating component¿s male luer tip lodged inside the female port of the connector. It was concluded that an excessive external lateral/leverage force was applied to the male luer when connected; thus causing it to break. The root cause of the customer's report was not definitively determined.

Event description:
It was reported that when the nurse attempted to disconnect the primary tubing set from the maxplus¿ connector, the tubing set male luer broke off inside of the connector. There was no report of any patient harm associated with this event.

Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that when the nurse attempted to disconnect the primary tubing set from the maxplus¿ connector, the tubing set male luer broke off inside of the connector.